Manufacturer narrative:
The tip of the exposed portion of the soft cannula was observed to be damaged. This damage was not exclusively above the cross drill. Fluid was still able to travel the complete fluid path. Pod data indicates the pod operated and delivered insulin as intended during operation. The cause and timing of the observed damage could not be determined. The damage cannot be confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 280 mg/dl, while wearing the pod between 36 and 48 hours. When it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.